Manufacturer narrative:
Upon further investigation, the reported issue was observed during pre-use testing of the unit by a medical engineer (me) prior to patient use. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips that the device had a proximal pressure line disconnect alarm. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.